Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited crosstalk. Programming changes were performed to address the issue. The patient condition was unknown.